Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Size of air bubble in cm. Customer stored insulin by room temperature. No prefilled reservoirs in use. No rewind with a reservoir in place. Performed high pressure test there no leak detected. The reservoir was not expected to be returned for analysis.